Manufacturer narrative:
This MDR is being submitted as part of service and repair remediation activities associated with CAPA (B)(4). The device was returned to the manufacturer for service and repair. The unit was cleaned per protocol. It was noted upon inspection that the returned unit did not meet all specific functional tests. The unit was received with the lock having both rotational and lateral movement in addition to residue buildup. Upon disassembly repair noted the index knob was cracked and new components were added to replace worn internal parts. It was also noted the set screw in the swivel base was tight. The repair could not duplicate the unit losing pressure. General maintenance and cleaning required.

Event description:
The user facility returned the a1059 mayfield modified skull clamp for service and repair because the device was not holding pressure.